Event description:
I was still getting cramps though, just in my calves. This pain had still not gone away. (B)(6) told me I needed a leg stent without taking any tests. They would not take "no" for an answer. They told me that basically this stent was the same as all other stents used. They told me that they would just be sending me questionnaires or an occasional phone call to check up on me. After arguing back and forth for about 1/2 hr I finally said okay because I started thinking where was I going to go to get fixed. When they got done installing the iliac stent they told me there was a slight blockage. I had to stay in the hosp overnight and during the evening the nurse took my oxygen level, which read 80. Usually my oxygen level is 98. I was given oxygen, they tilted the bed up for my acid reflux and gave me 2 percocets. During that night I was in a very light sleep, hearing everyone come in and out of the room. I came home from the hosp a lot more tired than when I went in. That night I came home and was so tired I just laid on the couch. Later that evening I went to bed. When I woke up I was having trouble breathing, I could hardly walk, my feet hurt, the skin felt tight on my feet, my knees felt like they had been hit with a bat and my calves and my entire legs were in pain. I called dr (B)(6)'s office and told them the problems I was having and wanted the stent taken out. Before this leg stent I was able to function. I expected to feel great. If my fiancee wasn't with me I would need home care for daily things. I can't sleep from the pain in my legs. I have trouble breathing. My eyes constantly burn and are bloodshot all the time. I don't like to drive any distance anymore. Since the iliac stent, my acid reflux has gotten worse. Before the stent I would wake up with burning in my chest and now I wake up with burning in my chest and unable to breathe. I can hardly walk having trouble breathing. I have to just about crawl up the stairs, I cannot get in the shower, I can't go to the stores, mow the lawn or take out the garbage, normal daily things I was able to do before. I am totally useless now. This sound to me like (B)(6) is blaming it on the brilinta, (B)(6) is blaming it on the dye, (B)(6) schedules me for leg stents without taking any pad tests. I feel like I was used as an experiment. I don't know where to go or what to do to get help. This has spiraled out of control since the first stent. The end results is that dr (B)(6) put the stent in wrong (he was running late and did the procedure alone) and put me on the wrong medication and (B)(6) knew all the risks and I feel that all they did was lie to me. All they wanted to do was include me in an experiment that I am allergic to and can't get taken out of my body. I have excellent health insurance and there is no reason for an experimental stent to be used.